Event description:
Ems personnel were treating a patient in a rehabiliation facility, complaining of shortness of breath and chest pain. The patient was described as having pale cool skin, diaphoretic, a weak pulse and bradycardiac. An attempt was made at external pacing however allegedly the device continously displayed a leads message and would not pace. The operator reported checking all lead connections and was unable to discern a reason for the message. The patient was not resuscitated.